Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h4, h6, and h11. Proposed component code: mechanical (g04) femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 medical devices: articular surface medial congruent (mc) right 13 mm height, catalog#: 42522100313, lot#: 64420350; tibia cemented 5 degree stemmed right size c, catalog#: 42532006402, lot#: 66052024; palacos r + g (1x40), catalog#: 66022663, lot#: 65061177. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient underwent a patella re-surfacing approximately thirteen months post-implantation due to pain. The natural patella was resurfaced to a prosthesis.